Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Dexcom representative educated the patient on the loss of connection. During the call, patient's receiver was displaying readings. No additional patient or event information is available.